Manufacturer narrative:
This product, noted in d4, is distributed outside the united states. However, it is similar to us distributed drug eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The male patient had 3 cypher stents implanted in the proximal right coronary artery. The first cypher was to electively treat a lesion, the 2nd two were implanted to treat the procedural complication of dissection. The patient has a history of previous CABG, hypertension, hyperlipidemia family history of coronary artery disease, myocardial infarction, cerebrovascular disease, and a tumor (location not given). Prior to the procedure, the patient was taking 80mg of aspirin, lipid lowering drugs, and beta blockers. The indication for the intervention was stable angina pectoris. At the time of the cyhper implantation, the patient was given aspirin, clopidogrel 300mg, and unfractionated heparin. The patient was discharged on 100mg aspirin, 75mg clopidogrel, lipid lowering drugs, and beta blockers. The vessel was a de novo, diameter 3.5mm, length 15mm. Pre-procedure stenosis was 90%, post-procedure stenosis was 0. Pre and post procedure timi flow was 3. The vessel was a total occlusion, with irregular contour and excessive tortuosity. The location of the lesion was in a severe bent point >=90 degrees. The vessel was moderately calcified and thrombus was absent. The vessel was not pre-dilated. The stents were abutting but not overlapping. The first stent was deployed at 16atm for elective reasons with satisfactory results. The second stent was deployed at 16 atm to treat a dissection, deployment pressure 16 atm and satisfactory results. The dissection was a type a dissection, a small radiolucent area within the lumen of the vessel disappearing with the passage of the contrast material. The event severity was noted as mild and relationship to the cypher was noted as unlikely. Relationship to the index procedure was noted as probably. The event resolved without sequela.